Manufacturer narrative:
On 1-mar-2026, additional information was received indicating no pump was used, it was a pressure bag. They tried to flush the catheter prior to insertion but failed. They changed to a new catheter. The correct catheter settings were selected on the generator. There was no issues with flow rate change at the start of ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was reported that the mapping catheter (pentaray nav) was removed to insert the thermocool smarttouch sf (stsf) ablation catheter. After ablation, the stsf was supposed be exchanged with the pentaray nav for post ablation mapping, but the irrigation of pentaray nav was not working anymore. There was no patient consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31714384l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).